Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnosis coronary procedure when the issue occurred. The procedure was completed restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Functional analysis was performed and identified a problem with the host pc. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not boot up. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint